Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device components involved in the event product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7146926/7146834.

Event description:
It was reported that the patient had a fall and was taken to the emergency room (ER) where it was discovered that infection was present at the incision sites. It was noted that the cause of the infection was unknown and that it was not related to the surgery. The patient underwent an explant procedure, was hospitalized and provided antibiotic therapy. Upon follow-up, the patient had been discharged and slowly improving at home. The explanted devices will not be returned as they were discarded by the medical facility.